Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other text: initial reporter zip code exceeded the maximum allowable characters. Zip code is as follows: (B)(6).

Event description:
The customer reported the sensor is having low pick-up rate and low spo2. No patient impact or consequences were reported.

Event description:
The customer reported the sensor is having low pick-up rate and low spo2. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 408694, corrected data: correction b3. Date of event h3 other text : device not returned.